Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported bunched-up rubber at the distal tip during reprocessing. This involved an olympus uretero-reno fiberscope. There was no patient injury reported. ¿